Event description:
The customer reported several erroneous results across multiple assays, for multiple patients, and failed alpha-fetoprotein (afp) and thyroid-stimulating hormone (tsh) calibrations with no fit system message involving the access 2 immunoassay system. Subsequent testing produced results closely correlated with the patients' clinical history. The customer performed troubleshooting and reanalyzed all patient samples from the last passing quality control (qc). A review of the reanalyzed patient results revealed multiple discrepancies on tsh, prostate-specific antigen (psa), carcinoembryonic antigen (cea), and ferritin. The erroneous results were not released out of the laboratory. There was no patient consequence associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer performed troubleshooting through the telephone and resolved the issue.